Manufacturer narrative:
Investigation pending.

Event description:
Caller reporting discrepant correlation issues. On (B)(6) 2014, inratio 6.9. Patient's physician advised patient to go to the hospital for lab draw. Lab result was 9.4. Patient hospitalized on (B)(6) for internal bleeding. Lovenox and vitamin k was prescribed during his eight day stay. After hospitalization patient began running correlation tests between inratio and lab. Patient was using blood from the venous draw on his inratio meter. Time between all tests unknown. Patient's therapeutic range 3-4. No additional information provided. Manufacturer report number 2027969-2014-00867.